Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
Rep was called to customer interventional cardiology dept wednesday (B)(6) regarding a suspected allergic reaction to our flexor check flo introducer sets. The dept uses a lot of these products and have never had a problem. However, in the last two months, they have seen a large amount of people (20 patients) returning a week later with localized inflammation and redness. It has been so alarming that they are changing to the non hydrophilic version until we all know more. At present, they are looking back at the cases retrospectively trying to isolate the cause. May be practitioner, skin prep etc., however, nothing has changed as far as they know. Pt outcome was not provided by reporter.